Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was discovered that the closure device had embolized out of the laa of the patient. The closure device was in the left atrium. The physician successfully removed the closure device from the patient using a percutaneous approach. The patient is doing well and did not experience any complications as a result of this event.